Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion, infection, urinary problems, bowel problems, fistulae, recurrence, and vaginal scarring. The patient underwent a mesh removal/revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior colporrhaphy and cystoscopy due to sui and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent vaginal removal of mid-urethral sling mesh, abdominal laparotomy with excision of pelvic portion of mesh, burch urethropexy, cystoscopy and cystotomy repair due to pelvic pain and complications of retained vaginal mesh on (B)(6) 2012. It was reported that patient underwent botulinum toxin injection into pelvic floor muscles, bilateral pudendal nerve block due to pelvic floor tension myalgia and status post mesh removal on (B)(6) 2013. It was reported that patient underwent bilateral pudendal nerve block and botox injections into the pelvic floor muscles bilaterally due to pelvic floor muscle spasms on (B)(6) 2013. No additional information was provided. (B)(4).